Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pressure rated ext set, IV connector was defective. This occurred on 20 occasions. The following information was provided by the initial reporter: the hcp could not connect terumo's syringe to mz5303. This may be due to a defect of the piston in the housing.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 12/22/2020. H.6. Investigation: fifty mz5303 samples were received for investigation, ten without packaging, thirty-nine from lot 20045332 in sealed packaging, and one from lot 20045331 in sealed packaging. A visual inspection did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples received without packaging were each connected to a bd luer slip syringe from retained stock and flushed with fluid. No connection issues or leakage was identified during testing. The remaining samples received in sealed packaging were then subjected to functional testing by connecting each sample to the a bd luer slip syringe from retained stock and flushing with fluid. In each instance the connection was maintained and no bounceback was observed. A review of the production records for lots 20045332 and 20045331 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported that pressure rated ext set, IV connector was defective. This occurred on 20 occasions. The following information was provided by the initial reporter: the hcp could not connect terumo's syringe to mz5303. This may be due to a defect of the piston in the housing.